Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed: poor visibility was caused due to ccd flooding failure. In addition, new damages/defects were observed: cable flooding failure, electrical contact corrosion, connector cracks, and cable holes based on the results of the investigation, the most probable cause is due to component failure, however, a definitive cause of failure could not be determined. Since the product was manufactured more than 15 years ago, the DHR could not be verified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had poor visibility. The issue occurred during the beginning of a therapeutic transurethral urolithrithis removal surgery and was completed using a similar device. There were no reports of patient harm.